Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant, lead oversensing was seen post the hv shock. Suggestions were given to help avoid transmission of hv energy down the lead. The lead remains in use. No patient complications were reported as a result of this event.